Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing (atp) for atrial flutter. Medication was administered to address the issue. There were no patient consequences.